Manufacturer narrative:
Event date is estimated. Explant date is unknown. Extension model number and device information is unknown. During processing of this complaint, attempts were made to obtain complete event and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: related manufacturer reference number: 1627487-2020-02144; related manufacturer reference number: 1627487-2020-02146. It was reported the patient experienced an infection. To address the issue, the physician explanted the ipg and the extensions (exact explant date is unknown) and left the leads insitu. The infection has since resolved, and the patient was re-implanted with a new ipg and new extensions on (B)(6) 2019. Further details about the incident are unknown at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 3: related manufacturer reference number: 1627487-2020-02144; related manufacturer reference number: 1627487-2020-02146. Follow up information identified the explanted extension model numbers and other device information.